Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was believed that the ipg had flipped over. The patient underwent a revision procedure and was reportedly doing well postoperatively.